Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site by a field service technician as part of preventative maintenance. This is an ancillary service event. A visual inspection and a power on self-test were performed. During the visual inspection it was identified that the door was broken. The cause of the damage is unknown. The pump head door assembly, door latch assembly and latch roller was replaced; the pump was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
During on-site service, the baxter service technician found that the flogard infusion pump had a broken door. Additional information is not available.